Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of the coils had broken") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage and menorrhagia outcome was unknown. The reporter considered device breakage and menorrhagia to be related to essure (ess205). The reporter commented: physician has recommended removal of the device via hysterectomy. Patient will be forced to undergo a major surgery as a result of her essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of the coils had broken"), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia)/heavy menses") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") in an adult female patient who had essure (ess205) (batch no. 12274611) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids. Concomitant products included medroxyprogesterone (depo provera) and sertraline. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("constant pelvic pain"). The patient was treated with surgery (physician has recommended removal of the device via hysterectomy), surgery (d & c and endometrial ablation) and surgery (d & c and endometrial ablation). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, menorrhagia and vaginal haemorrhage outcome was unknown and the pelvic pain had not resolved. The reporter considered device breakage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: physician has recommended removal of the device via hysterectomy. Patient will be forced to undergo a major surgery as a result of her essure. Doctor recommended having hysterectomy because of essure spring not in proper and a calcium ball that developed. 12 coils on left and 4 coils on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Essure confirmation test(s) was conducted. Diagnostic hysteroscopy was done for abnormal bleeding (vaginal, menorrhagia) heavy menses. Current weight 180 lbs. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received: lot number added. Patient, product & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of the coils had broken"), ovarian perforation ("perforation (other) please describe and state the location of the perforation: in wall of left ovary"), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia)/heavy menses") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") in an adult female patient who had essure (ess205) (batch no. 12274611) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids. Concomitant products included medroxyprogesterone (depo provera), panadeine co (tylenol #3) since 2005 and sertraline. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("constant pelvic pain"). In (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes") and mood swings ("mood swings"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("fibroids"). The patient was treated with surgery (physician has recommended removal of the device via hysterectomy,on (B)(6) 2018 bilateral salpingectomy), surgery (d & c and endometrial ablation) and surgery (d & c and endometrial ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, ovarian perforation, hot flush, mood swings, depression, anxiety, rash, uterine leiomyoma and weight increased outcome was unknown, the menorrhagia, vaginal haemorrhage, pelvic pain and dyspareunia had resolved and the vaginal discharge was resolving. The reporter considered anxiety, depression, device breakage, dyspareunia, hot flush, menorrhagia, mood swings, ovarian perforation, pelvic pain, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: physician has recommended removal of the device via hysterectomy. Patient will be forced to undergo a major surgery as a result of her essure. Doctor recommended having hysterectomy because of essure spring not in proper and a calcium ball that developed. 12 coils on left and 4 coils on right side . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion . Essure confirmation test(s) was conducted. Diagnostic hysteroscopy was done for abnormal bleeding (vaginal, menorrhagia) heavy menses. Current weight 180 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-jul-2018: pfs received, concomitant drug added, event added as:- hormonal changes describe: hot flashes, mood swings, psychological or psychiatric problemscondition: depression/anxiety, rashes or skin conditions type: rashes, dyspareunia (painful sexual intercourse), vaginal discharge, pain, perforation (other) please describe and state the location of the perforation: in wall of left ovary, other injury(ies) or complication (s) please describe: fibroids and weight gain / loss specify which one: weight gain incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the coils had broken'), ovarian perforation ('perforation (other) please describe and state the location of the perforation: in wall of left ovary'), heavy menstrual bleeding ('excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia)/heavy menses') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') in an adult female patient who had essure (ess205) (batch no. 12274611) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids. Concomitant products included medroxyprogesterone acetate (depo provera) and sertraline. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("constant pelvic pain"). In (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2007, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes") and mood swings ("mood swings"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and ovarian perforation (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy, d & c and endometrial ablation and physician has recommended removal of the device via hysterectomy,on (B)(6) 2018 bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, ovarian perforation, hot flush, mood swings, depression, anxiety, rash, uterine leiomyoma and weight increased outcome was unknown, the heavy menstrual bleeding, vaginal haemorrhage, pelvic pain and dyspareunia had resolved and the vaginal discharge was resolving. The reporter considered anxiety, depression, device breakage, dyspareunia, heavy menstrual bleeding, hot flush, mood swings, ovarian perforation, pelvic pain, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: physician has recommended removal of the device via hysterectomy. Patient will be forced to undergo a major surgery as a result of her essure. Doctor recommended having hysterectomy because of essure spring not in proper and a calcium ball that developed. 12 coils on left and 4 coils on right side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: results: total bilateral occlusion. Essure confirmation test(s) was conducted. Diagnostic hysteroscopy was done for abnormal bleeding (vaginal, menorrhagia) heavy menses. Current weight 180 lbs. Lot number: 12274611 manufacture date: 2005-01 expiration date: 2006-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the coils had broken'), ovarian perforation ('perforation (other) please describe and state the location of the perforation: in wall of left ovary'), heavy menstrual bleeding ('excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia)/heavy menses') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') in an adult female patient who had essure (ess205) (batch no. 12274611) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids. Concomitant products included medroxyprogesterone acetate (depo provera) and sertraline. On (B)(6)-2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("constant pelvic pain"). In (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2007, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes") and mood swings ("mood swings"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and ovarian perforation (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy, d & c and endometrial ablation and physician has recommended removal of the device via hysterectomy,on (B)(6) 2018bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the device breakage, ovarian perforation, hot flush, mood swings, depression, anxiety, rash, uterine leiomyoma and weight increased outcome was unknown, the heavy menstrual bleeding, vaginal haemorrhage, pelvic pain and dyspareunia had resolved and the vaginal discharge was resolving. The reporter considered anxiety, depression, device breakage, dyspareunia, heavy menstrual bleeding, hot flush, mood swings, ovarian perforation, pelvic pain, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: physician has recommended removal of the device via hysterectomy. Patient will be forced to undergo a major surgery as a result of her essure. Doctor recommended having hysterectomy because of essure spring not in proper and a calcium ball that developed. 12 coils on left and 4 coils on right side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: results: total bilateral occlusion. Essure confirmation test(s) was conducted. Diagnostic hysteroscopy was done for abnormal bleeding (vaginal, menorrhagia) heavy menses. Current weight 180 lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of the coils had broken"), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia)/heavy menses") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included sertraline. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("constant pelvic pain"). The patient was treated with surgery (physician has recommended removal of the device via hysterectomy), surgery (d & c and endometrial ablation) and surgery (d & c and endometrial ablation). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, menorrhagia and vaginal haemorrhage outcome was unknown and the pelvic pain had not resolved. The reporter considered device breakage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: physician has recommended removal of the device via hysterectomy. Patient will be forced to undergo a major surgery as a result of her essure. Doctor recommended having hysterectomy because of essure spring not in proper and a calcium ball that developed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Essure confirmation test(s) was conducted. Diagnostic hysteroscopy was done for abnormal bleeding (vaginal, menorrhagia) heavy menses. Current weight 180 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter added. Patient demographic details, concomitant medications and new events abnormal bleeding (vaginal, menorrhagia) and pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.